Event description:
New information notes the patient¿s condition was hemodynamically stable. Patient was uncomfortable with vvi pacing as it was continuous at 68 bpm and the pacing woke patient from sleep. Prior and during the event the patient was feeling good. Afterwards patient stayed overnight and was discharged without incident.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with his pacemaker in bvvi mode. The patient was complaining of feeling pectoral stimulation and said that the symptoms began on (B)(6) 2019. Attempts to retrieve the bvvi was made, but the programmer failed to retrieve valid data twice in a row. The cause of the bvvi mode could not be determined, but the status reports did indicate that a power-on reset (por) occurred. The device was restored via an etp download. The patient will be monitored closely.